Event description:
It was reported that the patient received multiple inappropriate shocks and experienced lightheadedness due to rapid ventricular response (rvr) with atrial fibrillation at the time the device incited therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2007; 1688tc competitor implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2007; 1688tc competitor implantable pacing lead, (B)(6) 2007. (B)(4).